Event description:
It was reported that during routine maintenance conducted by a manufacturer field service technician at the user facility the trigger was sticking on the cordless driver 3. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during routine maintenance conducted by a manufacturer field service technician at the user facility the trigger was sticking on the cordless driver 3. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Manufacturer narrative:
The reported event was duplicated during the device evaluation. Upon visual inspection, the triggers were found to be deformed. The device was repaired and returned to the user facility.